Event description:
It was reported that the patient presented for a follow-up in clinic with dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited oversensed noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.